Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to inspect and clean certain areas of the pump and follow on-screen instructions, but initially faced difficulty loading the cartridge. With assistance, the customer successfully filled and loaded a new cartridge, allowing them to resume insulin delivery.